Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states their levels went low and it turned off their basal. The customer states their level was 47mg/dl and they treated with juice. The customer states they were told to reduce insulin intake and add more carbs to their lunch. The customer's most current level was 200mg/dl. The customer states they have not gone low. No further assistance needed at this time.